Manufacturer narrative:
Unit passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test (0.0872). No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces, and utilized using thus. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The total bolus delivered on 06-apr-2024 is 0 u. Test p-cap locks properly into place during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroding pcba 1 and motor assembly. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), label damage (stained) and end cap address label missing. In conclusion, unable to confirm high bgs. Possible under delivery was not confirmed during testing. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. Exposed to moisture was confirmed on home switch and pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 318 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-397a, mmt-1715kl, mmt-332a. Troubleshooting was partially performed. No further patient complications were reported. No product return is required for mmt-397a. The customer discontinued the use of the insulin pump. Mmt-1715kl was requested and customer returned the device for analysis. No product return is required for mmt-332a.